Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was trying to insert a new sensor, but the sensor came out after pushing the green button minus the stem. Customer's blood glucose level at the time 411mg/dl. Advised sensor would be replaced. No additional information is provided.